Event description:
The patient called animas to report that the pump had lost power. When the patient changed the battery the pump still did not power on. He said he went swimming with the pump and there appeared to be moisture behind the display screen. There were no cracks in the casing. There were no rips, tears, or peeling on the keypad. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): the battery compartment was found to be leaking and the battery compartment's case seal was found to be cracked. There was corrosion found on the following: the battery cap, the bottom of pump case, the vibrator motor, behind the display screen and on battery terminal printed circuit board. The rewind, load and prime steps were performed on the pump with no alarms noted. The pump was exercised for 24 hours on a 1 unit per hour basal program with no motor alarms noted. The display was found to be faded, discolored and leaking. A test display screen was inserted and the display illuminated to normal contrast. The alleged malfunction is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged and warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Unrelated to the complaint, the contrast and the up arrow keypad buttons were intermittently responsive. There was keypad contamination found under the key contacts. The up arrow keypad button contact was found to be inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.